Event description:
Mother of female, reported patient experiencing erratic blood glucose levels of 41-300's mg/dl for the previous week and one half. She indicated that in the morning, patient's blood glucose level is elevated and by afternoon her blood glucose level is low. Patient ate snacks, drank orange juice, changed the infusion site, and administered a bolus to address the issue. Mother stated that physician adjusted patient's basal rate, but it did not help. During troubleshooting with the company representative, the caller was able to successfully bolus into the air. The patient was using expired infusion sets. Patient was educated not to use expired product. She did not report any symptoms associated with the erratic blood glucose levels. Product will not be returned for evaluation.